Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cd infusion set after a usual dinner, with blood glucose reaching 337 mg/dl and remaining above range for approximately three hours; the user was on blood thinners, confirmed proper setup, performed a fill tubing procedure to verify flow, initially deferred a site change, and later changed the site after which glucose trended down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user-led checks of infusion set integrity and tubing flow verification, followed by an infusion site replacement. Investigation of this case revealed no alarms and no visible device or supply abnormality, with resolution following site change, which is consistent with an infusion site or flow-related issue without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.